Event description:
A pharmacist reported that when the iol ( intraocular lens) was inserted into the bag, the haptics did not deploy, they waited and maneuvers were made to deploy them and they were not achieved. Temporary dialysis of 90 degrees with passage of vitreous occurred, a wide vitrectomy was performed through dialysis, a 11 mm capsular expansion ring with which dialysis was controlled, finally the haptics expand and the iol remains well centered. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).